Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the electrode array was found to be folded and outside of the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.